Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a minicap transfer set. The doctor stated that the female connector of the transfer set was not connected with the minicap well. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. A sample evaluation was performed. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test and clamp function test were performed with no issues noted. A batch review could not be performed because the lot number was not available.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the sample evaluation, or if any additional relevant information is received.